Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device was no longer alarming for low blood glucose alerts. Their blood glucose level during the incident was 40 mg/dl and the customer treated with food. Details regarding symptoms of their low blood glucose levels were not provided. The device did not pass troubleshooting. It is unknown if the device will be returning for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device received with cracked select button on keypad overlay, pillowing keypad overlay, missing serial number label, peeling/fading end cap address label and scratched case. (B)(4).